Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if is the dislodged cannula or any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 534 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother reports that when taking off the pod they noticed that the cannula was not into the fatty tissue and was laying on top of his skin which indicates the cannula becoming dislodged. The patient was treated with IV fluids and had blood work performed. The pod was discarded at the hospital.